Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data:b5, d6b, h6.

Event description:
Healthcare professional reported, right side deflation. And implant exchange from textured to smooth, due to concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, 1 opening assessed, as unidentified (tear) opening. Anxiety-product/procedure: unable to observe, as it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, anxiety, product/procedure.

Event description:
Healthcare professional reported, right side deflation. And implant exchange from textured to smooth, due to concern with the product. Device remains implanted.